Manufacturer narrative:
Initial reporter information has been received. D6a has been corrected from (B)(6) 2019 to (B)(6) 2019.

Event description:
During a follow-up consultation, the surgeon observed that an oasys occipital plate fractured on one side and came loose from the screw on the other approximately one-year post-operatively. A revision surgery has been performed where the device was explanted.

Event description:
During a follow-up consultation, the surgeon observed that an oasys occipital plate fractured on one side and came loose from the screw on the other approximately one-year post-operatively. A revision surgery has been performed where the device was explanted.

Manufacturer narrative:
Visual inspection: one tulip was found to be fractured from the plate. One of the returned blockers had rod indentations on the bottom of it that are deeper than what is expected for 3nm, indicating it may have been overtightened. It cannot be confirmed if this blocker came from the fractured tulip. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per oasys surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials, which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors, which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. The following list is representative, though not all inclusive, of the potentially adverse effects that the surgeon must consider whenever implanting a spinal fixation system or device: bending, disassembly or fracture of any or all implant components. Fatigue fracture of spinal fixation devices, including screws, rods, and hooks has occurred. Pain, discomfort, or abnormal sensations due to the presence of the device. Pressure on skin from components where inadequate tissue coverage exists over the implant, with the potential extrusion through the skin. Dural leak requiring surgical repair. This risk is related to the surgical procedure. The intended use of the device does not require it to be close to the dura. Cessation of growth of the fused portion of the spine. Loss of proper spinal curvature, correction, height and/or reduction. Delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. Use the anti-torque key and torque wrench or audible torque wrench on the polyaxial heads. The standard blocker, which should be tightened by the torque wrench to 3nm, is used to secure the plate-to-rod assembly. The most likely cause is multifactorial with overtightening of the blocker along with length of implantation and fusion occurring contributing to the event.

Event description:
During a follow-up consultation, the surgeon observed that an oasys occipital plate fractured on one side and came loose from the screw on the other approximately one-year post-operatively. A revision surgery has been performed where the device was explanted.